Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blockage in the air and water nozzle had a black rubber-like material, and the air and water channels contained remnants of white crystalized contamination, believed to be a simethicone type product. However, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material was caused by user handling. The instruction manual provides verbiage for detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ , and preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign debris found in the air/water nozzle, other evaluation findings are as follows: the distal end adhesive was lifting; the image alignment failed; the right angle did not meet specification; there was blockage evident in the air/water channel; the water flow and water removal did not meet specification; and the device failed the electrical safety test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was blockage in colonovideoscope's channel during maintenance. There was no report of patient harm. The device was returned, evaluated, and foreign debris was found protruding from the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.